Event description:
It was reported that the right ventricular (rv) lead had an impedance increase from 300 to 800 and an insulation issue was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.